Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "implants had ruptured". In response to FDA report numbers: mw5163581 and mw5163582. Clarification to d6a implant date: 2003 (year only received.). Clarification to d6b explant date: 2022 (year only received.). Clarification to b3 - date of event: 2022 (year only received.).

Event description:
Patient reported right side, via voluntary sus reports mw5163581 and mw5163582, "implants had ruptured" and "panic attacks". The patient additionally reported ¿back and joint pain.¿, ¿extreme fatigue.¿, "sleeplessness", "weight loss, hair falling out, eyesight significantly declining, extremely low cortisol, estrogen, and hormones dangerously low, gut and digestive problem, food allergies" and "back conditions worsened, and I had to have back surgery in 2008" which are not device related. The device has been explanted.